Event description:
A patient indicated that they had a surgeon implant an implantable collamer lens into the patient's right eye in (B)(6) 2008. The patient they had changes to their vision and was recently diagnosed with cataracts. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).